Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. It was also reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the reported event. Customer¿s blood glucose level was 227 mg/dl. Customer declined troubleshooting with tandem technical support and declined to provide further information.